Manufacturer narrative:
Evaluation summary: the pump was visually inspected and was found to be in fair physical condition; the housing was cracked but the keypad and labels were functional and intact. Although evidence of the customer's reported problem regarding "error 1230" was unable to be identified in the pump event history log as the log was not accessable due to constant alarming, simulated use testing confirmed the customer's issue. Attempted to power up the device, when batteries were inserted the device immediately alarms with a blank screen. The DHR review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. Based on these investigation results, the circuit board was replaced, and no further corrective actions will be taken at this time. Smiths medical regularly analyzes complaint data and trends, and will take further actions accordingly.

Event description:
Distributor requested repair of an ambulatory infusion pump due to "error 1230 alarm". No patient involvement was reported.